Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing got disconnected from the site( site stays in the body and tubing detached) overnight without patient's interaction leading to elevated blood glucose level of 342 mg/dl. This issue also occurred about two months ((B)(6) 2021) prior to this event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.